Event description:
It was reported that the customer experienced fluctuating glucose after a bent cannula kept glucose elevated, and after changing supplies and eating lunch, the ilet delivered corrections while the customer overtreated a subsequent low, resulting in a rapid rise to 271 mg/dl followed by a low of 43 mg/dl; the issue was attributed to improper or incorrect procedure or method, and no specific device component was implicated. Symptoms included hypoglycemia, hyperglycemia, muscle weakness, and shaking or tremors. Outcomes included no health consequences or impact, with treatment using oral glucose. Investigation included communication and interviews as well as analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. We reviewed proper ilet use and how the algorithm adapts and emphasized avoiding overtreatment, and the customer acknowledged the guidance.